Event description:
It was reported that a demo ilet had a cracked screen and was nonfunctional. Symptoms included no device alerts or alarms. Outcomes included device replacement logistics and return shipping coordination. Investigation included collection of the device serial number and arrangement for return shipment for evaluation. Investigation of this case revealed a damaged display rendering the device inoperable. It was concluded that the device experienced a hardware failure of the screen component leading to loss of function.